Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable to high thresholds. Noise was also observed on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.